Event description:
It was reported that the patient was having coughing and hoarseness issues following the vns implant, but prior to the vns stimulation being turned on. The site indicated that they originally felt the issues may have been related to intubation during surgery. When stimulation was to be enabled on (B)(6) 2012, it was found that the patient could not tolerate the stimulation due to coughing, choking, and hoarseness. The patient was evaluated by an ent who diagnosed the patient with left vocal cord paralysis. It was suggested that the patient's vns stimulation be disabled for a couple months to allow the vocal cord area to recover further from the implant surgery and seek further consultation from the ent and surgeon. No diagnostics were taken due to the patient being unable to tolerate high levels of stimulation. The patient will be re-evaluated in a few months and the site plans to resume therapy at that time if the patient is able to tolerate the stimulation.

Event description:
Additional information was received indicating the patient is still experiencing vocal cord paralysis. The patient was evaluated by an ent who confirmed the vocal cord issues are still present. The ent requested the vns stimulation be enabled to see the effect with stimulation. The patient appears to be tolerating stimulation better than he had following surgery. The site would like to pursue with titrating therapy but are awaiting further evaluation by the ent.